Event description:
It was reported during a bph surgical procedure the customer indicated; "fiber developed a lip". No additional information provided. The case was completed with an alternate procedure "electro cautery". Patient outcome: no injury reported.